Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a connection issue related to an error message asking to clean the connectors with alcohol during an unspecified procedure involving an olympus colonovideoscope. There was no patient injury reported.